Event description:
It was reported that the device depleted in less than six after three months with normal parameter settings (+- 4 volts in 2 programs). The neurostimulator and extensions were replaced. The patient is receiving good stimulation coverage after replacement. Patient symptoms were not reported.

Manufacturer narrative:
Upon receipt of the device, there was no telemetry. Final analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.